Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D.10. Returned to manufacturer on: 3/15/2021. H.6. Investigation: one loose 3ml syringe with needle attached was received. The sample appeared to be contaminated with blood residue in the fluid path and around the needle. The sample was visually evaluated. The barrel was observed to have damage between 1 and 1.5ml markings to the left of the scale. The damage had appearance of a pinch. With plunger bottomed out, the plunger rod ribs were also observed to be slightly deformed at their corresponding location where the barrel was damaged. The barrel damage caused a deformity in the barrel wall resulting in a non-circular circumference. The stopper, when moved to the location of the deformity, did not form a seal with the barrel. Potential root cause for the leakage past stopper defect is associated with the assembly process. The barrel appeared to have been pinched, potentially a result of a misfeed or part transfer between the assembly dials. The damage consequently resulted in stopper seal failure and the observed leakage.

Event description:
It was reported that medication flow could be visibly seen going past the bd plastipak¿ syringe luer-lok¿ tips loose plunger. The following information was provided by the initial reporter, translated from french to english: "when aspirating the medication with the syringe, visible flow through the plunger to the interior of the syringe. Loss of medication that cannot be delivered to the patient. Sterility compromised because the seal of the product is deficient. Complaint noticed: during / after use problem frequency: a few times customer exposure: patient injury: no".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication flow could be visibly seen going past the bd plastipak¿ syringe luer-lok¿ tips loose plunger. The following information was provided by the initial reporter, translated from (B)(6) to english: "when aspirating the medication with the syringe, visible flow through the plunger to the interior of the syringe. Loss of medication that cannot be delivered to the patient. Sterility compromised because the seal of the product is deficient. Complaint noticed: during / after use. Problem frequency: a few times. Customer exposure: patient injury: no".